Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized on (B)(6) 2019 due to low blood glucose. Customer was in the hospital for a couple of hours and was treated for blood glucose in the 200 mg/dl and blood glucose began to drop quickly and ¿drastically¿. Customer felt drowsy and panicked. It was reported that when the customer changed the reservoir, insulin over delivered. Caller inquired on the insulin pump recall. Insulin pump is not returning for failure analysis.